Manufacturer narrative:
The field service engineer performed measuring cell preparation maintenance, ran a system volume check, checked the photomultiplier tube, checked probe adjustments, and ran performance testing; all checks were within expected ranges. Quality controls were within expected ranges.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. A first sample was collected from the first patient at 4 a.m., resulting in a troponin t value of 6 pg/ml. A second sample collected from the first patient at 6 a.m. Initially resulted in a troponin t value of 24 pg/ml and this value was reported outside of the laboratory. A third sample collected from the first patient at 3 p.m. Resulted in a troponin t value of 6 pg/ml. Based on the result of the third sample of the first patient, the customer decided to repeat the second sample. The repeat result from the second sample was 7 pg/ml. On (B)(6) 2021, a sample from the second patient initially resulted in a troponin t value of 20.26 pg/ml. The initial value was reported outside of the laboratory. Since the patient had higher results historically, the customer decided to repeat the sample. The sample was repeated twice, resulting in values of 124 pg/ml and 128 pg/ml. The troponin t reagent lot number was 51205001, with an expiration date of 31-may-2022.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Based on the provided quality control data, there was no indication of a performance issue of the reagent or instrument.